Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 380 mg/dl and 110 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspected device and strips; however, customer disconnected before any customer contact information could be gathered. Replacement was not sent.

Manufacturer narrative:
Unable to obtain information as customer disconnected the call. It was unknown if the initial reporter sent report to the FDA. Although this product in not distributed in the united states, it is like or similar to products in u.s. Distribution. Device evaluated by MFR: device not returned to manufacturer.